Event description:
Co's affiliate is reporting that during a shoulder repair 2 bloknotless anchors / inserter tips broke off into the pt's body. One of the broken fragments was retrieved at that moment. However, the other fragment could not be found at that time. The pt experienced "clicking" on movement and so a second surgery was had in 2005 to remove the fragment from soft tissue.

Event description:
Affiliate is reporting that during a should repair 2 bioknotless anchors/inserter tips broke off into the pts body. One of hte broken fragments was retrieved at that moment. However, the other fragment could not be found at that time. The pt expedrienced "clicking" on movement and so a second surgery was had in 2005 to remove the fragment from soft tissue.